Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that a permanent out of range signal occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Correction to the MFR number in the previous follow-up report 002. Follow-up report 002 was originally submitted, in error, as 3004753838-2014-50506. This report is intended to provide the same content which was already reported in the previous followup report 002 submission, but under the correct MFR number 3004753838-2016-50506 to ensure it can be correctly associated with the applicable initial medwatch report.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of unrecoverable loss of antenna passed threshold was confirmed. The root cause was determined to be a defective transmitter.